Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that the site was going through a scar tissue. The customer stated that they were unable to push the insulin back to the vial. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to push the insulin but it was very hard. The customer reported that they also found leak of insulin on the insulin pump. The customer performed self test and the insulin pump passed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.